Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event with 2 infusion sets on 25-jun-2024. The blockage was located at the tubing. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-02606 - device 1 of 2 (B)(6).